Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented as their implantable cardioverter defibrillator (ICD) was exhibiting tones. Further review noted that an alert recently triggered due to high out of range shock impedances on this right ventricular (rv) lead. The alert had triggered once prior. The health care professional increased the alert limit for the shock impedances and the patient will continue to be monitored. The products remain in service. No adverse patient effects were reported.